Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing. The lower case was then swapped out with one from a trouble shooting device and the failures were rerun and passed. It was then noted that the main printed circuit board was out of specification electrically. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis also revealed no anomalies. Conclusion: could not duplicate the errors seen during incoming functional testing.